Event description:
It was reported that when the device was in use, ventricular tachycardia occurred, but sensing failure was not confirmed. Follow-up determined that the sales rep thought the position of the lead of the device was bad. The device was sent for analysis, but the patient did not have any health hazard.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not duplicate the initial report. There were no issues with the appearance and power-on the device.